Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Phone number: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h2: block b5, block e1 (title, first name, last name), e2, e3, and h6 device codes has been updated based on additional information received from february 11, 2025 to february 12, 2025.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used for crushing and removing stones in common bile duct during a procedure performed on (B)(6) 2025. During preparation, after the device was unpacked, the tip of the basket was found ruptured. The device was not used inside the patient and was immediately replaced. The procedure was completed successfully. There were no patient complications as a result of this event. Additional information received on february 12, 2025. A photo of the trapezoid rx was received showing the tip of the basket was still attached. However, it was observed that the sheath was kinked, and the side car rx was torn and pushed back.

Manufacturer narrative:
Block e1: the initial reporter's address is no. (B)(6). Phone number: (B)(6). Imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used for crushing and removing stones in common bile duct during a procedure performed on (B)(4) 2025. During preparation, after the device was unpacked, the tip of the basket was found ruptured. The device was not used inside the patient and was immediately replaced. The procedure was completed successfully. There were no patient complications as a result of this event.